Event description:
It was reported that the patient was informed that her implantable neurostimulator (ins) had 6 months left, and then it stopped working when she broke her hip. She was hospitalized for her hip from (B)(6) 2014. It was noted that the ins provided effective therapy for her symptom of peeing all the time. Then she was peeing gallons, was wetting her clothing and it was happening all the time before she had her surgery for ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v589285, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).